Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe with needle there was an issue with stopper separates from plunger. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok syringe with needle there was an issue with stopper separates from plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Three photos, four loose 3ml assembled syringes with needle and two separate loose needle shields were received, reported to be from batch #8092557 (p/n 305662). The samples were visually evaluated. One syringe had a needle attached that was not manufactured in canaan, which was not evaluated. The syringes were used and contained unknown clear fluid residue as well as blood residue. Three of the syringes had needles with twisted needle hubs. The two separate needle shields had broken off needles with parts of needle hubs inside the shields. The needle break appeared to be at the point of the twist in the hubs. One syringe had the stopper separated from the plunger rod. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the insecure stopper defect is associated with the assembly process.